Event description:
Boston scientific received information that this pacemaker was checked three months ago and indicated there was two years of longevity remaining. Currently, the device has triggered elective replacement indicator (eri) and the patient will be scheduled for a change out procedure. The patient expressed concerns regarding the sudden change in the longevity of his device and contacted a technical services (ts) consultant regarding this issue. Ts indicated that the device programming will impact the device longevity. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional informaiton is received, this report will be updated.